Event description:
The customer reported that there was a precharge voltage error and the system took several attempts before it completely booted up. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service representative performed an on site investigation. The reported issue could not be duplicated. The reported issue is currently under investigation.